Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, customer was able to load a new cartridge onto the pump and continue insulin therapy. Customer's blood glucose level was approximately 120 mg/dl.